Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced chronic pain around the implant site since implantation. Subsequently on (B)(6) 2015 the device was explanted. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.